Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there the tube pushed off the collection needle device. This occurred on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance, the tube pushed off the collection needle device. This occurred on an an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
The following ha been updated: b5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance, the tube pushed off the collection needle device. This occurred on an an unspecified number of devices. There were no health consequences or impacts reported. Investigation summary bd received four photos and one video for investigation. The photos were evaluated and there was no evidence of tube push off; however, the video does depict tube push off. A total of 10 retained samples were used for functional tests, and none of these tubes pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.